Event description:
Blakemore tube was placed using manufacturer's recommended suggestions. Upon removing blakemore, gastric ball was decompressed. Esophageal balloon was decompressed using proper technique. Resistance was met while attempting to remove, removal was stopped. Gastroscope was placed along side of blakemore tube by physician. Upon withdrawal of scope tube was withdrawn slowly with scope visualization. Esophageal ball was still inflated after removal. Several attempts were made to deflate with no success.